Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent the fluid from freely flowing through the fluid path and leaving via the distal tip of the soft cannula. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Further investigation of the device discovered cracks on the top housing. Although damage was observed on the top housing, this did not affect the functionality of the device.

Event description:
It was reported that the patient's blood glucose levels reached 270 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.